Event description:
It was reported that during use in an arteriovenous (a-v) fistula, the proximal balloon bond broke. Reportedly, during the first inflation at approximately 16 atmosphere (atm), the balloon would not maintain pressure. The device was retracted without issue and an attempt to inflate the balloon on the back table was made, where a break at the proximal balloon joint was seen. Another pta balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive as the original sample was not returned for evaluation. The definitive root cause for this event could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.